Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1118091. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-28. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 1041512. Medical device expiration date: 2021-02-21. Device manufacture date: 2021-04-10. Medical device lot #: 0183088. Medical device expiration date: 2020-07-30. Device manufacture date: 2020-07-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer leakage. The leaking was noted with medications prepared in the pharmacy with 3ml bd syringes. I have attached prefilled 3ml monoject saline syringes and they are not leaking at the connector. There were 3 different lot #s of the bd syringes in the pharmacy. They are 1118091, 1041512, 0183088. Since the medications came up already in the syringes, I do not know which ones were used. We also have 3ml syringes in our unit but they are totally different lot numbers. The occurrences are happening when the nurse first connects the bd medication syringe to the connector on the tubing. The leaking is occurring when the syringe is attached to the new tubing

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1118091. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-28. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 1041512. Medical device expiration date: 2021-02-21. Device manufacture date: 2021-04-10. Medical device lot #: 0183088. Medical device expiration date: 2020-07-30. Device manufacture date: 2020-07-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer leakage. The leaking was noted with medications prepared in the pharmacy with 3ml bd syringes. I have attached prefilled 3ml monoject saline syringes and they are not leaking at the connector. There were 3 different lot #s of the bd syringes in the pharmacy. They are 1118091, 1041512, 0183088. Since the medications came up already in the syringes, I do not know which ones were used. We also have 3ml syringes in our unit but they are totally different lot numbers. The occurrences are happening when the nurse first connects the bd medication syringe to the connector on the tubing. The leaking is occurring when the syringe is attached to the new tubing.

Manufacturer narrative:
H.6. Three 3ml luer-lock syringes (p/n 309657) were received and evaluated. Each syringe came with a length of tubing, a connector and a top web slip from batch numbers 0183088, 1041512, and 1118091. Each sample was visually inspected and no damage was found. Each sample was leak tested and all three samples were acceptable with no leakage occurring. The reported defect was not identified in the samples received. Since the reported defect was not identified in the samples received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer leakage. The leaking was noted with medications prepared in the pharmacy with 3ml bd syringes. I have attached prefilled 3ml monoject saline syringes and they are not leaking at the connector. There were 3 different lot #s of the bd syringes in the pharmacy. They are 1118091, 1041512, 0183088. Since the medications came up already in the syringes, I do not know which ones were used. We also have 3ml syringes in our unit but they are totally different lot numbers. The occurrences are happening when the nurse first connects the bd medication syringe to the connector on the tubing. The leaking is occurring when the syringe is attached to the new tubing.